Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately calcified and severly tortuous anastomotic site of the forearm. The 4.0mmx40mmx40cm sterling balloon catheter was advanced for dilation. On the third inflation, the balloon ruptured at 14 atmospheres. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).